Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they had screen anomaly. The customer reported that the numbers did not appear on the screen when pushing the insulin from the infusion set. The customer's blood glucose was 126 mg/dl at the time of incident. The customer stated that the drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose drive support disk. Unable to complete functional tests, including the occlusion, prime, and excessive no delivery alarm tests due to the alarm. Unable to confirm the motor error alarm or drive anomaly due to the alarm. However, the motor was tested outside the device and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a missing end cap sticker.